Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 55.3 ml of fluorouracil and 28.6 ml of glucose solution. The reporter stated the expected infusion time was seven days, and after seven days the pump still contained half the solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.